Event description:
Allegedly, a patient implanted with mpo components on june 21st has experienced a rash on her skin. The patient has salmonella and she has had three surgeries and cannot get rid of the rash. Therefore, the surgeon is requesting for the metal and plastic composition of the components to determine if the patient is experiencing an allergic reaction to the implant.